Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.187" x 0.605" was found to be broken off. The broken piece was returned connected to the instrument by the conductor wire. Additionally, the instrument was found to have a broken molded insulator. The molded insulator was broken at the base of the grip. The broken section measured approximately 0.063" x 0.094" and was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a benign hysterotomy da vinci-assisted surgical procedure, the force bipolar instrument tip was misaligned and broken. The procedure was completed with no reported injury..